Manufacturer narrative:
Age at time of event: 80's. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04258. It was reported that tip detachment occurred. The target lesion was located in the left anterior descending (lad) artery. A rotablator burr and a 330cm rotawire¿ were selected to treat the target lesion. During the procedure, a non-bsc wire was exchanged to a 330cm rotawire¿. The rota burr was advanced on a rotawire through an unspecified guide catheter. However, ablation could not be performed. When the burr was removed out from the aortic arch, it was noted that the radiopaque tip of the guide wire was broken and remained inside the patient's body. The physician used two separate snares and able to snare the radiopaque section tip of the wire. The procedure was not completed due to this event. No patient complications were reported and the patient's status was fine.